Event description:
The ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "service required" codes was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issues. The device failed steps during testing. The device's sensor board was replaced to address the issue.